Manufacturer narrative:
(B)(4). Report source ¿ foreign ¿ spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that expired product has been implanted. No harm or health consequences reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Product was not returned. Device evaluation could not be performed. Picture received confirms the expiration date and the reference of the product. The batch number is partially confirmed. Instruction for use have been reviewed and states that: ¿the expiry date is printed on the label. Do not use implants after expiry date." The device manufacturing quality record indicates that the released product met all requirements to perform as intended. This device is used for treatment. Reported event is not related to medical condition. Review of medical record is not applicable. The root cause of the reported issue is attributed to use error (expiration date exceeded). A communication has been sent to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.